Manufacturer narrative:
The field service engineer (fse) observed fluid had leaked wash buffer and built up within the wash wheel and the incubator track. The fse noted the fluidics manifold or the wash pump had caused the fluid leak from the middle of the dispense probe. The fse noted the substrate probe had become kinked. The fse replaced the fluidics manifold, wash pump, peristaltic pump assembly, peristaltic pump tubing wash wheel bearings, and substrate probe. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Pump assembly. (B)(4).

Event description:
The customer reported the washed coefficient of variation (cv) had failed system check three times on the day of the event involving the unicel dxc 600i synchron access clinical system. The customer replaced the aspirate probes, inspected the peristaltic pump tubing and cleaned the wash valve but did not correct the issue. The customer indicated no erroneous patient results were generated. There was no patient impact associated with this event. Beckman coulter customer technical support (cts) advised the customer to retest all patient samples back to the last acceptable quality control (qc). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.